Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had moved a ladder and afterwards started having a new pain in their low back into their foot. The patient went to an immediate care where an x-ray was taken and he got pain meds. Since the patient continued to have the new pain he went to the doctor¿s office and had a programming adjustment. The patient was able to get stimulation into the left back and leg. An impedance check was done at the time which found that contacts 7, 8 had a possible short, but they were not being used in any programs. The patient was going to try the new programming for 7-10 days to see if it helped the new pain. The patient mentioned that if felt like the stimulator was still working for the normal pain and denied all complaints at this time. It was noted that the programmer was showing it couldn¿t find the device when recharging.